Event description:
The patient was here for a breast biopsy. Prior to starting the procedure, the radiologist checked the celero device by pumping the handle and pre-firing the device. The handle would pump, but the device would not prefire. The device did not go into the patient's breast. Another device was opened, checked, and the procedure started and was completed successfully with the second celero device. Device info: celero breast biopsy device. Ref: celero-12. Lot: e23e05rp. Exp: 5/4/2025. Bar code #: (B)(4).